Event description:
The iab was inserted into the patient on 05/25/97 at 7:00 a.m. And removed at 8:40 a.m. The iab did not malfunction. As a result of the event, the patient had a pseudoaneurysm. (Event complications: the patient had a pseudoaneurysm - ) reported 07/08/97. (Pt's current status: discharged-rpt'd 07/08/97).